Event description:
It was reported that the cone shield fell off the tip prior to use. There was no pt involvement and no allegation of adverse consequences associated with this event. The account had a back up on hand to complete the procedure with no delay.

Manufacturer narrative:
The device was not returned to the MFR for investigation. If the device is received, a quality investigation will be performed and a follow up report will be filed.